Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: laser marking dots were inspected using a microscope and voids were identified. Conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dot.

Event description:
It was reported that; 6.0 vitallium rod broke when insitu benders were being used. Used a new 6.0 vitallium rod.

Event description:
It was reported that; 6.0 vitallium rod broke when insitu benders were being used. Used a new 6.0 vitallium rod.